Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that while tightening the set screw during surgery, the instrument's tip broke off inside the pt. It wasn't noticed until post-op x-rays revealed the broken piece. No revision surgery is planned.